Event description:
A report was received from an eye care professional that a patient who had never worn contact lenses before purchased freshlook color blends lenses from a beauty supply store in 2003. No instructions for use were provided to the patient. The patient experienced worsening discomfort in the left eye throughout the day, but continued to wear the lenses because they liked the color. They stored the lenses in artificial tears solution overnight. The next morning, the patient awoke to severe eye pain in the left eye. They reinserted the lenses, but could not tolerate. They went to urgent care facility who prescribed ciloxan and recommended they follow up with an eye care practitioner. The reporting ecp saw the patient 3 days later at which time a corneal ulcer was diagnosed in the left eye, reported as mid to central location at 2 o'clock position. Visual acuity reported as 20/50 os. Unknown initial visual acuity. Ecp states initial visual acuity presumably 20/20 based on plano lens purchase. Ciloxan continued with follow up visit scheduled in four days. Patient has not returned for follow up depite several requests. Ecp expects resolution with a residual scar outside the visual axis during normal lighting situations and possible decrease in visual acuity during reduced lighting situations when the pupil would enlarge. No further information is available at this time.